Manufacturer narrative:
The belt was not exchanged or returned for evaluation. A review of the downloaded software flags did not identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the reported event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported that she had a fractured and broken rib and had been using a heating pad to alleviate the pain. She stated that she fell asleep with the heating pad against a chair, so that the heating pad was pressing on the device's electrodes on the patient's back. She reported that this caused the electrodes to get hot and caused 2nd degree burns on her back. The patient's doctor instructed her to remove the lifevest until the area was healed. During a follow up, the patient reported that the patient still had a few spots on her back, but the burn was getting better and was "gone for the most part." There were no allegations against the patient's electrode belt. The belt was not exchanged or returned for evaluation.